Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and hardening as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported after injection to the cheeks, chin, and marionette lines with juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine patient developed "acutely swollen face, left over right spot of the cheekbone and hardening at the injection sites." Patient was treated with infusion for 3 days with amoxicillin/clavulanic acid and 5 days of oral antibiotics. After 3 days the patient was better and swelling had decreased. After 10 days there was no swelling or hardening. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00516 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Medwatch sent to FDA on 08/17/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection to the cheeks, chin, and marionette lines with juvéderm voluma with lidocaine and juvéderm volbella with lidocaine patient developed "acutely swollen face, left over right spot of the cheekbone and hardening at the injection sites." Patient was treated with infusion for 3 days with amoxicillin/clavulanic acid and 5 days of oral antibiotics. After 3 days the patient was better and swelling had decreased. After 10 days there was no swelling or hardening. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00516 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma with lidocaine.